Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through edwards patient support, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23 mm sapien 3 ultra resilia valve in the native aortic position. Post tavr procedure, the patient remained in the hospital for a few more days due to a heart block, and a pacemaker was implanted prior to her discharge home. Approximately 3 months later, the patient suffered a fall and fractured her sternum. The patient was treated in the hospital for pain management and was eventually sent home on rehabilitation. However, the patient seemed ''generally deconditioned'' from that point on. The patient's last admission was earlier in (B)(6) 2026 due to complaints of shortness of breath, and the patient was found to have pneumonia, but was unable to fully recover despite intravenous antibiotics. Ultimately, the patient was placed on hospice and passed away later that same month in the hospital. A possible cause of death was noted as ''pleural effusion and pneumonia''.